Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. No adverse patient effects were reported.

Manufacturer narrative:
At this time a replacement procedure has not been scheduled. The available information suggests this device remains in service. Should additional information become available this event will be updated. Additional information was received that the device was explanted. During the replacement procedure it was noted that the rate/sense portion of the lead was stuck in the device header. At the initial implant for this device, medical adhesive was used to repair lead insulation which then became bonded to the header. A new device and lead were successfully implanted. The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.